Event description:
During a massive cuff tear and proximal biceps repair procedure, it was reported that the truepass spring mechanism in the self capture jaw broke. The surgeon was able to complete the case using a competitive back up device . It was confirmed that the needle had broken in the patient and so did the spring later in the case after the first needle was replaced. There was a reported delay of 20 minutes, due to using the slower methods of passing suture, accupass shuttle and arthropierce. There was no patient injury reported.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the returned device confirmed the torsional spring uncoiled and dislodged from the recessed grooves. A small burr where observed on the torsion spring. The self-capture feature is also bent. A root cause investigation has been opened to address this failure mode. This investigation is ongoing. (B)(4).